Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter's insulin pump stopped working; the daughter changed the battery but the display went blank. The display intermittently returns and disappears. The patient's blood glucose at the time of incident is unknown. Troubleshooting could not occur since the daughter was at school; it could not be confirmed whether or not the customer was receiving her basal. The customer was advised to revert to her medically prescribed back-up plan and call back to troubleshoot the pump. No products were shipped or returned.